Event description:
The lead was capped on (B)(6) 2011 due to failure to capture. The procedure took place at (B)(6) medical center. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).